Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was scratched and difficulty seeing the screen. The customer's blood glucose value was unknown. The customer reported low battery and no delivery alarm. Customer was reporting a past event. Customer reported alarm did not occur during manual prime. The insulin pump will not be returned for analysis.